Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria additional information has been requested. (B)(4).

Event description:
A laser surgical technician reported the surgeon could not get into incision during corneal pocket creation surgery. Surgery was manually completed. Inlay was inserted. Additional information has been requested.